Event description:
The arthroplasty was revised due to instability and pain. The components were implanted in situ for ~ 2 y. The tibial insert, tray, and femoral components were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 4.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5520-b-600, triathlon prim tib baseplate - cemented, lot code: bofl. Cat. No.: unknown, femoral condyle, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Retained at drexel implant research center

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. Visual, dimensional and functional analysis could not be performed as the device was not returned. Photographs of the explanted device were provided but did not add anything meaningful to the investigation. The photographs exhibited device damage due to explantation. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A stryker medical risk assessment investigation performed by a clinician states ¿there is insufficient documentation presented to complete this assessment.¿ no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The arthroplasty was revised due to instability and pain. The components were implanted in situ for ~ 2 y. The tibial insert, tray, and femoral components were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 4.